Event description:
Pt who was implanted with charite in 2006 reports having posterior migration of the sliding core. Surgeon has told the pt that she requires a revision. Surgeon plans to perform posterior fusion. As surgical intervention will be performed sometime in the future an MDR is being filed to document this event.

Manufacturer narrative:
No definitive conclusions can be made at this time. Contact reported that her initial outcome was excellent. Pt reported falling which might have contributed to this event.